Manufacturer narrative:
If additional information becomes available, a supplemental report will be submitted.

Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "no video image" involving pentax model eb-1570k/serial (B)(4). The event was reported to have occurred during pre-inspection check. No further information was provided. The device was returned to pentax. Pentax service inspectional findings included: insertion tube severe crush at stage 2, passed dry leak test, umbilical cable buckle at umbilical connector side, passed wet leak test, distal body chip at channel opening at thinnest part. Repairs were performed on the device which included replacement of the following components: o-rings and seals, bending rubber, distal end assy with tube, insertion flexible tube w/segment, light guide cable, insertion/s-nipple attaching screw, suction connection tube. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.